Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead exhibited intermittent pacing impedances measuring 700-800 ohms then increased to greater than 3000 ohms. It was noted that there was no observations of noise and oversensing. Additionally, review of an atrial tachy response (atr) episode from six months ago showed possible loss of capture however, boston scientific technical services (ts) informed it appears to be fusion beats. Ts discussed possible causes and recommended to bring the patient in for further evaluation. At this time this crt-d and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).